Event description:
The customer reported that the system failed to properly save pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The related software was reloaded. The system was tested and found to be working as intended and returned to service.